Event description:
It was reported that a minimum fill notification occurred and pump was reset. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting because cartridge did not contain required insulin amount before the issue, was advised to monitor pump function, and no further technical support action was required.